Manufacturer narrative:
E.1. Initial reporter facility: (B)(4) medical center. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that door 3 failed and could not be recovered. A field service engineer (fse) found medication jammed behind a bin causing bin to not be fully pushed in causing the door to jam. Further the fse removed medication from behind bin, fully inserted bin and door functioned properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 3 had hardware failure. The user tried to recover and restart but still failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.